Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced urinary retention. The farawave ablation catheter was selected for use during the pulse field ablation (pfa) procedure. Acute urinary retention occurred following administration of atropine during the ablation procedure. This required urinary catheterization for 6 days and medication of tamsulosin. The event was resolved on (B)(6) 2025. The device is not expected to be returned.